Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the patients hear rate was low, lower than set parameters on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.